Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection. A revision was performed and the s-ICD along with the implantable lead were explanted. There were no adverse patient effects reported. No indication if the product will be returned.